Event description:
As reported, the patient had an initial right tka on (B)(6) 2016. The patient experienced progressive pain since fall 2021, intermittent swelling and instability. The patient was revised to a truliant tibial implant psc insert size 2.5, 12mm on (B)(6) 2023. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. Correction removal number: z-0021-2022.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of instability or due to inclusion of the polyethylene in the packaging recall. The reason for revision does not appear to be related to prosthesis wear as the images of the explanted device are unremarkable for an implanted device. However, this cannot be confirmed as the devices were not available for evaluation and potential contributions of user and patient-related considerations to the event could not be assessed as radiographs and relevant clinical information were not provided. D10: (B)(6) 02-012-45-2515 - lgc tibial fit tray cem sz 2.5f / 1.5t; (B)(6) 02-010-01-0325 - logic femoral ps cem right sz 2.5; (B)(6) 200-02-32 - three peg patella 32mm; (B)(6) 203-96-21 - (11-2714) stryker 2000 90x13/21x 1.9mm. This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 clinical code, problem code, component code this follow-up report is being submitted to relay additional information. The following sections were updated: d10.